Manufacturer narrative:
The report of driveline fault alarms, red heart alarms, and pump stoppage events were confirmed based on the evaluation of the (B)(4). Approximately 13.5 inches of the external portion/distal end of the percutaneous lead was returned and evaluated. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed disruptions in the insulation of the black wire, adjacent to the metal/controller connector. The disruptions of the black wire appeared to be the result of mechanical damage; however, a specific cause for the damage and an exact time when it occurred cannot be conclusively determined. The remaining wires were submerged in a saline bath for hipot testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the remaining percutaneous lead wires that would have resulted in an electrical short. Following the repair, the patient continued to experience driveline fault alarms, and then the patient underwent a pump exchange. (B)(4) was returned with the percutaneous lead cut approximately 4.5 inches from the pump housing and the severed portion of the lead, measuring approximately 35.5 inches in length, returned. Continuity and hipot testing was performed on the 35.5 inch portion of lead, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the pump-end portion of lead did not revealed a discontinuity in the yellow wire. The shielding and bionate were removed, and examination of the underlying wires revealed a fully fractured yellow wire, approximately 2.5 inches from the pump housing, at the terminus of the pump end bend relief. Further examination of the remaining wires in this area revealed disruptions in the insulations of the black, green, orange and brown wires. The conductors of these wires were exposed. The fracture of the yellow wire and the insulation disruptions appeared to be the result of repetitive flexing of the lead in this area. The disruptions in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires, would have affected all three wire phases, and also had the potential to interrupt function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years and 2.5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced driveline fault alarms from two different system controllers. On (B)(6) 2016, the manufacturer's technical services representatives performed a percutaneous lead evaluation. Motor stoppage events were not reproducible with manipulation of the external portion of the percutaneous lead, or with upper body movement. Evaluation of the system controller log file indicated an issue with the green wire. The external portion of the percutaneous lead was replaced. After the repair, another evaluation of the log file indicated that there was still an issue with the green wire. A motor stoppage event was able to be reproduced with upper body movement at that time. Ungrounded patient cables were provided to the patient for use with the power module. The patient was asymptomatic during the events. The patient underwent a pump exchange on (B)(6) 2016.